Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the monopolar curved scissors was chipped at the orange part and sheath was unable to fit on arm. The procedure was completed with no reported injury.

Manufacturer narrative:
The monopolar curved scissors instrument was analyzed and found to exhibit signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.104¿ x 0.073¿. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.